Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep met with the patient on (B)(6) 2025. She requested reprogramming, stating that the stimulator is not working as well as it used to. She did tell the story of when she needed CPR but the rep was not able to follow her story. The rep did check connections and impedances and they were all good. When the rep left, the patient was happy with changes made and stated that she was getting good coverage. The patient called me yesterday with issues with her handset, the rep advised her to call patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that on (B)(6) last year they had a cardiac arrest and a CPR was administered. Since then, they have noticed that their ins has been depleting quicker. Additionally, they feel that the device was not functioning as adequately as it should be. Pt mentioned that they already informed their healthcare professional (hcp) and manufacturer representative (rep) about the issue. Agent instructed pt to continue to work with their hcp to further address the issue. Agent was unable to clarify some information provided due to the nature of the call.